Event description:
Customer reports lancet was sticking out of the softclix device after firing, resulting in sticking the customer's finger more then once (no medical treatment required). No adverse event reported. Requested return of suspect device and replacement was sent.